Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, false pause episodes due to undersensing were noted on the device. Reprogramming changes were recommended to resolve the event and the patient was stable with no adverse consequences reported.